Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a reported event (presentation of cardiac tamponade) during an evoque tricuspid valve replacement procedure, where the patient ultimately passed away. All procedure steps for vessel access, device insertion and device placement were performed without difficulty and valve deployment sequence was started. Internal review of procedural images confirmed leaflet capture on all 9 anchors. At the halfway point check, valve looked perfect and patient was stable. Suddenly on echo, tamponade was detected while fully releasing the valve. Although valve positioning was perfect, a large effusion/tamponade quickly presented. Patient decompensated rapidly and CPR was commenced while the system was still in situ. Pericardiocentesis was performed and protamine was administered. Due to the rapid onset of a massive tamponade resulting in cardiac arrest, underlying poor ventricular function (both left and right ventricle), and patient's age there was a medical consensus to stop treatment. The patient then passed away. As per internal imaging review, there is confirmation of a right ventricular perforation/hole in the region of the rv apex resulting in cardiac tamponade in the provided intra-op transesophageal images. A small effusion was initially identified at ventricular expansion while adding depth (no wire pressure observed) and large acute effusion was observed immediately after device deployment in proximity to location where guidewire pressure was observed. A significant change in guidewire position and length is confirmed in the intra-op fluoroscopic imaging following post-release of the 52 mm evoque valve. The wire is also observed highly mobile before the device was deployed with no wire pressure visible. The rv perforation/hole is noted in the region of the rv apex in multiple tee views and measures approximately (1.7 mm) in size. CPR with chest compressions was later performed under tee with a large pericardial effusion (36 mm) still evident. Evidence of a pericardiocentesis (needle) is observed. A large, acute, pericardial effusion is observed immediately after device deployment. Significant right atrium (ra) / right ventricle (rv) diastolic collapse can be determined with evidence of cardiac tamponade.

Manufacturer narrative:
The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence. The root cause for the event was identified to be inadequate guidewire management, due to not retracting the guidewire fully prior to adding depth on the delivery system. Furthermore, no manufacturing non-conformities were identified from the imaging evaluation. Pra was initiated for this event to evaluate the severity and likelihood of occurrence of harm associated with the event.